Event description:
The customer received blood glucose readings on the contour next that were 30- 40mg/dl different than readings from another meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. A new meter was sent to the customer.